Manufacturer narrative:
Device evaluated by a third party service center. Evaluation conclusion = device has been evaluated but not repaired.

Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred and a failure of its internal battery. The device was not in patient use. The ventilator was returned to the manufacturer and forwarded to a third party service center for evaluation. The customer's complaint was confirmed. The device's internal battery will be replaced to address the issue.